Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the pelvis') in an adult female patient who had essure (batch no. C26957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain (feeling of pin pricks)"), arthralgia ("hip pain, joint pain (all joints included)"), menorrhagia ("heavy periods lasting one week"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("painful periods"), fibromyalgia ("fibromyalgia - undetectable"), back pain ("lower back pain"), vertigo ("vertigo"), migraine ("migraines"), paraesthesia ("tingling in the lower limbs"), asthenia ("asthenia"), hyperhidrosis ("significant sweating"), gastrointestinal motility disorder ("episodes of diarrhoea and constipation"), anxiety ("anxiety"), fatigue ("intense fatigue") and depression ("depression"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, arthralgia, menorrhagia, abdominal pain upper, dysmenorrhoea, fibromyalgia, back pain, vertigo, migraine, paraesthesia, asthenia, hyperhidrosis, gastrointestinal motility disorder, anxiety, fatigue and depression had not resolved. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, anxiety, arthralgia, asthenia, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal motility disorder, hyperhidrosis, menorrhagia, migraine, paraesthesia, pelvic pain and vertigo with essure. The reporter commented: in (B)(6) 2015 symptoms started including pain in the pelvis, hip, lower back, vertigo, tingling in the lower limbs, migraines, lower abdominal pain (feeling of pin pricks), joint pain (all joints included), heavy periods lasting one week, with significant stomach pain, significant sweating, asthenia, episodes of diarrhoea and constipation. Current still the same joint pain (a little reduced thanks to analgesics), periods still heavy and painful in the lower abdomen, intense pelvic pain. Cessation of professional activity. Anxiety, depression, intense fatigue. She was reporting this because she had essure contraceptive implants and the symptoms that she had since 2015 had been blamed on fibromyalgia, which was still undetectable. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2002642) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the pelvis') in an adult female patient who had essure (batch no. C26957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain (feeling of pin pricks)"), dysmenorrhoea ("painful periods"), menorrhagia ("heavy periods lasting one week"), back pain ("lower back pain"), arthralgia ("hip pain, joint pain (all joints included)"), abdominal pain upper ("stomach pain"), fibromyalgia ("fibromyalgia - undetectable"), vertigo ("vertigo"), migraine ("migraines"), paraesthesia ("tingling in the lower limbs"), asthenia ("asthenia"), hyperhidrosis ("significant sweating"), gastrointestinal motility disorder ("episodes of diarrhoea and constipation"), anxiety ("anxiety"), fatigue ("intense fatigue") and depression ("depression"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, arthralgia, abdominal pain upper, fibromyalgia, vertigo, migraine, paraesthesia, asthenia, hyperhidrosis, gastrointestinal motility disorder, anxiety, fatigue and depression had not resolved. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, anxiety, arthralgia, asthenia, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal motility disorder, hyperhidrosis, menorrhagia, migraine, paraesthesia, pelvic pain and vertigo with essure. The reporter commented: in (B)(6) 2015 symptoms started including pain in the pelvis, hip, lower back, vertigo, tingling in the lower limbs, migraines, lower abdominal pain (feeling of pin pricks), joint pain (all joints included), heavy periods lasting one week, with significant stomach pain, significant sweating, asthenia, episodes of diarrhoea and constipation. Current still the same joint pain (a little reduced thanks to analgesics), periods still heavy and painful in the lower abdomen, intense pelvic pain. Cessation of professional activity. Anxiety, depression, intense fatigue. She was reporting this because she had essure contraceptive implants and the symptoms that she had since 2015 had been blamed on fibromyalgia, which was still undetectable. Lot number: c26957 manufacturing date: 2014-02. Expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A lot number was received in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.